Event description:
Same case as MFR report #: 2134265-2012-07721, 2134265-2012-07725. It was reported that following a stenting treatment procedure, stent thrombosis occurred. The first lesion was a 70% stenosed target lesion located in the mildly calcified and mildly tortuous mid left anterior descending (lad) artery. After pre-dilation, a 2.5x12mm promus element plus stent was advanced and deployed. After this stent was placed, the physician decided to place an overlapping 2.5x20mm promus element plus stent to cover lesions distally. Both stents appeared to be well positioned and well apposed via angiography. Post dilation was not performed. The second lesion was a 70% stenosed target lesion located in the mildly calcified and mildly tortuous obtuse marginal (om) branch. After pre-dilation, a 2.5x12mm promus element plus stent was placed with good result. Post dilation was not performed. Six days later, the patient presented acutely with thrombosis of both the lad and om branch. The lad was able to be ballooned and extracted and then was left alone. The om branch was ballooned, extracted and then treated with a non-bsc stent overlapping the previously placed 2.5x12mm promus element plus stent. The patients medication was changed from plavix to brilanta. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).